Event description:
The cast cutter was sent for eval due to overheating during testing. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device was received for eval; additional info will be submitted once the quality investigation is completed.